Event description:
It is reported that a customer received low reservoir alarm from their insulin pump. The patient's blood glucose level was 397 mg/dl at the time of the call. The customer stated that they were trying to change the reservoir but could not get the sir bubbles out. The customer declined trouble shooting and stated that they will first see if changing the infusion set will resolve the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.